Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.the customer stated that there was no patient involvement.

Event description:
(B)(4). Investigation summary: report etco2 detected error 570.6200/6500 was confirmed. The error log showed one entry of error codes 570.6200 error (OEM_cbit_failure). Error 570.6200 was able reproduce one time during the failure investigation. The etco2 was set to perform co2 sensor calibration and passed. Conclusion: faulty orion assy is the main cause of report error 570.6200. Rework: recommend replacing orion assy part number h000282. Return orion assy to ops_lab for further failure investigation. Note: orion assy will be rtv for further failure investigation. Disposition: route to service for normal process. (B)(4).